Event description:
It was reported that the right ventricular lead triggered an alert that sent the patient to the emergency room. The lead was found to be oversensing, had increased thresholds, had increased impedance, and noise was noted. The lead was thought to be fractured and was explanted and replaced. It was later reported that the patient's lung was punctured during the replacement surgery which prolonged the patient's hospitalization. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the proximal conductor was fractured. It was also noted that several conductors had blood/body fluid (not obstructed), the defibrillator conductor was fractured due to overstress, the inner insulation was torn, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, and there was tissue on the helix.